Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the patient presented with a kinked j-tube. A esophagogastroduodenoscopy was used to exchange the j-tube. A new 80cmtwo port through the peg jejunal feeding tube (j-tube) was placed. It was reported that the patient did not experience any health related impairment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - exchange of j-tube. (B)(4) - the reported event of j-tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.